Event description:
Customer states "(B)(4) - plastic on brake housing split. Cannot tighten upper screw down."

Manufacturer narrative:
No RMA has been initiated for this issue. The consumers age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the plastic on the brake housing of the alb19hbfr transport chair allegedly split. The upper screw cannot be tightened. No injury alleged.